Event description:
It was reported that 2 needles 22g 3/4in tw had poor perforation between their packaging units. The following information was provided by the initial reporter: "needles returned from a client, as they are not properly perforated."

Manufacturer narrative:
H6: investigation summary one video was received by our quality team for evaluation. From the video, the user was observed to be unable to separate the blister package. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The primary packaging process was reviewed. At the perforation station, there is a perforation knife to create the perforation cuts. The probable cause of the poor perforation could be due to the bearing holding the knife ceased which cause the knife to not rotate freely. The bearing at the perforation station will be replaced and the weekly preventative maintenance will be updated to include checking and inspecting the perforation knife. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 needles 22g 3/4in tw had poor perforation between their packaging units. The following information was provided by the initial reporter: "needles returned from a client, as they are not properly perforated."